Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information unavailable.

Event description:
Spoke with the risk manager and following information was obtained: there were no issues noted with the anastomosis during the initial procedure. A leak test was performed during the initial procedure and was negative. There were no difficulty removing the device. The tissue were donuts checked and they looked fine. The nausea and vomiting was due to the anvil left behind as it was causing an obstruction. The indication for surgery was for colon ca. This was a new diagnosis so the patient had not undergone and chemo or radiation treatment. Post op day 3 patient had positive bowel sounds, flatus, and was tolerating clear liquids. On (B)(6) 2013, patient began experiencing nausea and vomiting. An x-ray was performed and imaging showed a foreign object. The patient was taken back to surgery and the anvil was found 6cm from the rectum opening. The patient has been discharged home and is doing fine. The hospital stay was extended two days. Exact product code used is unknown.

Event description:
It was reported that during a colectomy procedure, the device fired fine and the patient was stable. Four days post-op (B)(6), 2013 the patient started experiencing nausea and vomiting. The patient was taken back into the or due to the anvil being left in the patient. It is unknown how the anvil was detected in the patient. The rectum was opened and the anvil was removed with forceps. After the procedure the patient went back to the main floor with a nasogastric tube and a restricted diet. Three to four days later the patient was stable. On (B)(6) 2013 the patient was released from the hospital in stable condition. The specific product code was unknown, the device was discarded.